Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm harmonic ace instrument associated with the customer-reported complaint. The instrument was analyzed and was found to have a blade broken. The blade broke at roughly the base. A piece approximate .460" x .085" was found to be broken off. Broken piece was not returned. Components adjacent to this broken blade do not show damage. Additional observation(s) related to customer reported complaint: the instrument was found to have teflon pad damage. The teflon pad is torn at the midpoint to the proximal end of the pad. There was no material missing as a result.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm harmonic ace instrument could not be used. The user completed the procedure using a backup harmonic ace with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following information: it was confirmed that no fragments fell into the patient. The patient has not returned to the hospital due to post-surgical complications.